Event description:
Additional information received reported that the patient was doing fine after the explant surgery.

Event description:
It was reported that the implantable neurostimulator (ins) was in their stomach and the bottom ¿tips down and back in and top, where the scar is, it¿s poking up.¿ she could feel the top of it and wondered if that was the way it should be. The patient was advised to notify her healthcare provider (hcp) of the issue. It was noted that the patient was going to see her hcp 2 days. It was later reported that the system was entirely removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was removed completely on (B)(6) 2014. The patient decided she was not going to get another ins.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).